Event description:
Update: this supplemental report is being submitted to provide additional information from the voluntary mw (mw5096551) that olympus received on october 6, 2020. It was reported that the patient underwent an exploratory laparotomy with ostomy placement. In addition, the following sections of the mw form have been updated: e1, e2, e3, e4, f13.

Event description:
It was reported that during a colonoscopy, after being deployed, the clip would not detach from the wire. The physician attempted to remove the wire from the clip multiple times to no avail. As a result, the patient required surgery and ostomy to remove it. It was noted the colonoscopy was completed using a different device. Per the physician, the clip did malfunction. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.